Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where extract transform load (etl) was not working. A technical support specialist (tss) confirmed that the etl service functions correctly when the antivirus is fully disabled. This strongly indicates that the current antivirus configuration continues to block one or more required sql/etl components. The tss found that sophos antivirus was blocking the vsta temporary directory used by the etl process. The folder c:\users\cfnservice\appdata\local\temp\vsta was added to the customers antivirus exclusion list, and the etl job completed successfully without further errors, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server extract transform load (etl) was not working. The customer reported that the malfunction affected the customer operations. However, there were no delays, adverse events or injuries reported based on this event.